Manufacturer narrative:
Concomitant medical products: 694758, lead, 507252, lead, implant date: (B)(6) 2008.

Event description:
It was reported that lead alerts had triggered for high impedance on the right ventricular (rv) defib and superior vena cava (svc) coils of the rv lead, and also high pacing impedance measurements on the left ventricular (lv) lead. In addition, there was a variation of impedance values with the lv lead, and high voltage portion of the rv lead. Reprogramming was performed to turn detections off. Later, during an invasive troubleshooting procedure, it was determined that the malfunction was due to a setscrew issue. The physician re-inserted the lead and tightened the setscrew. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.